Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. Due to reported the occlusion alarm occurring in the past, and the supplies to the pump being changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
.